Event description:
Failure of smith and nephew (s&n) (B)(6) implants. I had my right hip resurfaced with s&n (B)(6) hip resurfacing implants (B)(6) 2008 and my left side done on (B)(6) 2008. The left side had continuing pain in my groin, inflammation, dysfunction, clunking. I had difficulty walking, getting in and out the car and getting dressed. X-rays showed that the cup was loose with no ingrowth of bone and it was revised with a dysplasia cup with screws on (B)(6) 2010. The pain and symptoms continued. As well as the previous symptoms I developed severe pulsating, debilitating pain down my leg, to the tip of my toes. I had an emg and nerve conduction which studies showed nerve damage. I was advised to start taking lyrica, which I started in (B)(6) 2010. I had many x-rays, an MRI and a CT over the course of the next few months. The CT showed an effusion around my joint. There was no ingrowth of bone and my hip had to be revised a 2nd time on (B)(6) 2011. This time it was revised to a total hip replacement (thr) with titanium cup with polyethylene lining and ceramic femoral component as my surgeon wanted to get the metal on metal implants removed. Meanwhile in (B)(6) 2011, my right hip started clunking whenever I moved. I developed some groin pain and noticed increasing dysfunction. My surgeon advised that it too needed to be replaced. It was revised on (B)(6) 2011 to a thr with the same titanium, polyethylene and ceramic components. It was found to have a large effusion around the joint during surgery. I did not have my cobalt levels checked as my surgeon said we knew they would be high and we needed to revise my joints anyway so there was no point in checking the levels. My surgeon has told me that the left side failed due to failure of osteointigration and the right side failed due to an adverse reaction to the metal wear debris. I was (B)(6) at the time of my first surgery and now at the age of (B)(6) have had to have 5 major surgeries in a 3 year period. I am off work and in recovery mode yet again at the time or writing this. The failure of these implants have negatively impacted my life in many ways, including career setbacks, financial difficulties and mood changes. I continue to take a medication, (B)(6), that was awful side effects because of continuing nerve symptoms. I have a fine internal tremor, brain fog that I now have with memory problems and difficulty focusing. However, I have recently heard of these symptoms being associated with cobalt poisoning. My surgeon is dr (B)(6) in (B)(6) and my surgeries were done at (B)(6).